Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 355531, lot# n722784, product type: screening device.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an external neurostimulator. It was reported that the patient had pain. The patient's device was turned off and the symptoms continued. The intervention for the pain was the patient was tried with low dose therapy, but again was unsuccessful. Originally the patient was sent home on high dose setting, and woke up in severe pain and started to panic. The patient called 911 and the device was turned off at 1800 on (B)(6) 2017 and remained off until (B)(6) 2017. The paramedics took the patient to the hospital and was admitted on (B)(6) 2017 and discharged (B)(6) 2017. The patient was treated for pain and sent home. There were no neurological deficits. The patient was seen in the clinic, they were in extreme pain, but were moving all extremities. The patient did not want to turn the device on again. The patient tried the low dose therapy, where they reported improvement. The patient got up after being programmed to walk a few steps and began to have pain. The patient reported that they scream when they walk. The therapy was turned off at that point and the leads were removed without complications. The patient then proceeded to walk out of the clinic pushing their granddaughters stroller with the child in it. The patient's daughter reported that the patient was in extreme pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the pain was not determined and the physician assumed it to be procedural pain.